Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a security disk failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Please cancel this record as it was inadvertently submitted under the wrong manufacturing site. Another MDR is being submitted with the same information under the correct manufacturing site. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device; e. Initial reporter; g. All manufacturers; h. Device manufacturers only.

Event description:
Please cancel this record as it was inadvertently submitted under the wrong manufacturing site. Another MDR is being submitted with the same information under the correct manufacturing site.